Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found rust on the switch as well as additional failure phenomena of camera adapter deformed and camera adapter may not turn. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no findings/issues that could have caused or contributed to the reported issue. This issue is addressed in the following sections for instructions for use (IFU): "inspect all focus control switches and zoom control switches and confirm that they work properly even if they are not expected to be used. The endoscopic image may freeze, or other irregularities may occur during examination and may cause patient injury, bleeding, and/or perforation." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head's fixed optical sight tube was rusted. The issue occurred during cleaning and disinfection. The camera malfunction had been occurring for a long time, during which many surgeries had been performed, such as gallbladder removal, etc. The surgical results of the patients were all very good without any major issues. The impact of this malfunction on the surgery was minimal, mainly due to the difficulty in installing the optical tube before surgery. There was no delay in the surgical process, and olympus equipment was used during the operation. There were no reports of patient harm.